Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, pocket stimulation was observed when the device was programmed from any of the cathodes to the can for the left ventricular lead. The left ventricular lead was programmed off. During a follow-up a few days later, loss off capture was observed on all left ventricular vectors. Evidence of atrial fibrillation was observed on the real time electrogram for the left ventricular lead, indicating that the lead had dislodged and retracted back into the right atrium. The physician repositioned the lead (B)(6) 2019 and the patient tolerated the procedure well and is currently recovering.